Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt had a suspected gi bleed and was admitted to the hospital. She was given sedation for a colonoscopy and woke up but was very lethargic afterwards. Her international normalized ratio (inr) prior to the scope was 1.7. A CT scan was performed shortly after her lethargy began and it was noted that she had an intracranial hemorrhage. Following that, she was intubated. It was reported that the lvad was functioning as intended throughout this process. When the family realized that the pt would not recover from the neurological event, they discontinued lvad support. No alarms were reported for the event. The pump was not explanted and an autopsy was not performed. The cause of death was ruled as a hemorrhagic stroke.

Manufacturer narrative:
Approximate age of device: 18 mo. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. In addition, a correlation between the pump, the reported event and patient outcome could not be determined as the pump was not explanted and an autopsy was not performed. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.